Event description:
It was reported that the screw for one of the leads detached from this pacemaker's case and remained on the screwdriver during a lead revision. The device was explanted as the device was no longer usable. A new pacemaker was implanted. The device is expected to be returned for analysis. No additional adverse patient effects were reported.